Event description:
The pt sustained a hip fracture in 1994. Hip replacement done at that time. Due to difficulties with this, had a revision in july 1995. 1/12/98-the pt underwent revision of the right total hip replacement. There was some loosening of the liner on the right, which was felt due to increased valgus stress on the hip from her physiologic genu valgum on the right. The liner was removed and replaced with a liner that was 4 millimeters longer.